Event description:
It was reported that the mattress had a stain on the underside of the mattress cover, which could potentially be fluid ingress. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result - stain.